Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls were in range before and after the event occurred. The customer performed sample probe alignments and requested service. A siemens customer service engineer (cse) was at the customer site. After evaluating the instrument, the cse observed that the rotary valve was not turning. The cse re-seated the harness and replaced the rotary valve, after which the valve was turning. The cse attempted to align the pump, which failed. The cse adjusted the pressure foot and peristaltic pump tubing, and found no leaks. The cse replaced the quick lyte sensor, successfully aligned the peristaltic pump and conditioned the sensor. The cse ran diluent check and calibrated the integrated multi-sensor technology (imt) successfully. The cause of the falsely depressed na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension exl instrument, resulting higher and matching the patients' clinical history. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.